Event description:
A scrub technician initially reported that during a procedure the system stopped working. Additional information received from the customer confirmed the reported problem to be that the vacuum was poor during irrigation/aspiration (I/a) of a procedure. It was thought to be the system, but they found out it may have been the (I/a) handpiece. There was no harm to the patient. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).